Event description:
Through implant patient registry it was learned that a 23 mm 8300ab valve was explanted after an implant duration of 3 years, 9 months due to unknown reason. The explanted valve was replaced with a 27 mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 23mm 8300ab valve was explanted after an implant duration of 3 years, 9 months due to severe paravalvular leak. The explanted valve was replaced with a 27mm 11500a valve. Per medical records: the patient presented with sob and fatigue on exertion and underwent a redo redo avr. He had residual pvl since his last operation which is now severe with subsequent hemolytic anemia and has made him very symptomatic. Intraoperatively the valve was carefully explanted without injuring the aortic anulus or the lvot region. A 27mm 11500a was implanted using 2.0 pledgeted ethibond sutures in a mattress fashion. The valve was lowered into position and the sutures were tied. The patient was easily weaned off cpb and echo showed excellent valve and ventricular function. The patient transferred to the ICU in stable hemodynamic condition. On pod #4, echo showed the 27 mm inspiris resilia aortic valve with no evidence of paravalvular aortic regurgitation; no evidence for transvalvular aortic regurgitation. On pod #7, leadless ppm was placed. The on pod # 9, the patient was discharged home in stable condition and was prescribed warfarin.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The most likely cause is procedural factors. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. The most likely cause is patient factors

Manufacturer narrative:
Manufacturer narrative: h3: customer report of paravalvular leak was unable to be confirmed through visual observations. As received, leaflet 3 was in the open position. Open leaflet was able to be pushed back into closed position when probed. Serrated mechanical damage was observed on the outflow surface of leaflet 2 near commissure 2. Leaflet 2 also had non-transmural leaflet tear, approximately 3mm long, on the outflow surface at the mechanical damaged area. X-ray demonstrated frame expanded but was deformed and pushed in around leaflet 3. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Wireform was exposed on commissure 1. A suture remained attached to one of the three black stitch markings on the sewing ring. Sewing ring had multiple cuts around the valve. Updated sections: b6, d4 expiration date, d9, g3, h2, h3, h4, h6 device code(s) and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H11 corrected data: h6 health effect - clinical code.